Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo and elecsys anti-hcv ii on a cobas e 801 analytical unit. This medwatch will apply to the hiv duo assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the anti-hcv assay. The sample resulted in an hiv duo value of 3.03 coi (reactive). The sample was sent to another laboratory for testing using a qualitative nucleic acid pcr test and the hiv result was "not detected". The pcr test result was deemed correct. The sample resulted in an anti-hcv value of 0.0439 coi (non-reactive). The sample was repeatedly non-reactive for anti-hcv. The patient was tested at a plasma donation center and the patient tested positive for "hepatitis".

Manufacturer narrative:
Reactive samples should be repeated in duplicate with the elecsys hiv duo assay. Every repeatedly reactive result must be confirmed according to recommended confirmatory algorithms. The investigation could not identify a product problem. The cause of the event could not be determined.